Manufacturer narrative:
(B)(4).

Event description:
During a meniscal repair, the surgeon was using a fast-fix 360 reversed curve neddle. After successfully deploying t1, the needle was pulled out and the t2 implant fell off from the inserter needle without pushing the actuator. T1 and the suture tied to t1 remain inside the patient unsupported. The procedure was completed with a back-up device on hand. The device was discarded post-operative therefore no product will be returning for evaluation.